Event description:
Procedure type: lap nephroureterectomy - retroperitoneal. According to the reporter: five devices had balloons burst during the same procedure. Two different lot numbers - see also us201401-1241. The surgeon states: first balloon burst at the time of posterior port placement using step system, not obvious direct trauma but thought likely. Over the process of the next hour three further balloons burst despite the instruments being used for dissection at the time and so no instruments or heat anywhere near the balloon or port. These four were all from the same batch. A fifth balloon port was therefore taken from a different batch and worked well for 90 minutes before bursting during the final mobilization of the kidney. A 35 mls of air were placed in the first two balloons, 30 mls in the next on and 25 mls in the final two. No adverse effects to the pt. Pt current status is fine. No tissue loss, blood loss, 20 minute delay in surgery. Parts of the balloons fell into the pt, but were retrieved. Samples being returned.

Manufacturer narrative:
(B)(4).